Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead; serial# unknown. Product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that healthcare professional (hcp) recently completed a device check with a patient, which showed implantable neurostimulator (ins) life was 0.5 - 3 months (eri). The le ad check has shown all 10 out of 10 electrode pairs had impedance readings of >4000?, indicating full lead fracture. Xray has showed normal placement, and patient denies any falls or knocks. Previous impedance check showed electrode 3 compromised.